Manufacturer narrative:
Additional narrative: this report is for four (4) unknown screws/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Four (4) screws were not explanted as the heads of the screws were broken off; as such explant date is not applicable. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable.

Event description:
It was reported that on december 18, 2018, four (4) unknown screws were left in the patient during an orthopedic removal procedure due to pain. Original date of implant was on (B)(6) 2012, for an open reduction internal fixation (orif) of the left elbow. It was noted that fracture had already healed. Devices involved were one (1) 3.5 mm cortex screw 16mm, one (1) 3.5mm cortex screw 20mm, one (1) 3.5 mm cortex screw 24mm, one (1) 3.5mm cortex screw 26mm, one (1) variable angle (va)-locking compression plate (lcp) extended medial distal humerus plate, one (1) metaphyseal screw, one (1) 2.7mm va locking screw self-tapping with t8 stardrive recess 50mm, two (2) 2.7mm va locking screw self-tapping with t8 stardrive recess 60mm, one (1) lcp posterolateral distal hemerus plate with lateral support, one (1) 2.7mm locking screw self-tapping with t8 stardrive recess 14mm, two (2) 2.7mm locking screw self-tapping with t8 stardrive recess 16mm, one (1) 2.7mm locking screw self-tapping with t8 stardrive recess 20mm, and one (1) 2.7mm locking screw self-tapping with t8 stardrive recess 60mm. All implants were removed except for four (4) screws as the heads of the screws were broken off. It was not determined which among the screws were left in the patient. It is unknown if there was surgical delay. Procedure outcome and patient status is unknown. Concomitant devices reported: unknown screw (part# unknown, lot# unknown, quantity: 9); variable angle (va)-locking compression plate (lcp) extended medial distal humerus plate (part# 02.117.602, lot# unknown, quantity:1); lcp posterolateral distal hemerus plate with lateral support (part# 241.272, lot# unknown, quantity:1). This report addresses the intra-operative breakage of the four (4) unknown screws. Post-op event of implants removal due to pain is captured under related complaint (B)(4). This report is for four (4) unknown screws. This is report 1 of 1 for (B)(4).